Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes describe: hormonal imbalance"). In (B)(6) 2013, the patient experienced ovarian cyst ("large, persistent ovarian cyst") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and hormone level abnormal had resolved and the abdominal pain, dysmenorrhoea, vaginal discharge, vaginal infection, vaginal haemorrhage, ovarian cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, hormone level abnormal, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2005 (summons) and (B)(6) 2006 (pfs) patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), vaginal infection, vaginal discharge, menorrhagia (heavy menstrual bleeding). Discrepancy noted: previous date of insertion: 2005. In current pfs (B)(6) 2002. Previous date of removal: (B)(6) 2014. In current pfs (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2002: result: unilateral occlusion (right tube occluded).. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr was received. New events hormonal imbalance, abnormal bleeding (vaginal), large, persistent ovarian cyst, uterine fibroids were added. Date of insertion and date of removal were updated. New reporters were added. Patient demographic was added. Event outcome were added. Event onset dates were added. Lab data was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on 1-jan-2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion 2005 (summons) and (B)(6) 2006 (pfs) patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), vaginal infection, vaginal discharge, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, dysmenorrhea (cramping), vaginal infection, vaginal discharge, menorrhagia (heavy menstrual bleeding). Reporter information, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.